Manufacturer narrative:
Investigation: the customer stated that is a training issue. Terumo bct will follow-up with the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported at the end of a collection procedure, the operator was sprayed with blood. While disconnecting the donor, the needle guard was not properly engaged and the blood from the needle got onto the operator's arm. Per physician's order, diagnostic test were given and are awaiting on test results. The patient (operator) is reported in healthy condition. Donor unit #: (B)(6). The customer declined to provide patient's (operator) identifier and weight. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to device malfunction in the form of operator error that has the potential for death or injury if the same failure were to recur.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable was unavailable for investigation. A 100% visual inspection is conducted for the donor care needle guard after assembly. The manufacturing and testing records were reviewed, with no anomalies observed. Four retention samples were examined and tested for full needle retraction into the donor care needle guard. All samples retracted according to manufacturing specification. The supplier of the donor care needle guards investigated their test records and manufacturing records of the lot upon request. No anomalies were found by the supplier in their records. Root cause: operational problem correction: a terumo bct clinical specialist attended a staff meeting at the customer site and demonstrated the proper way to hold the needle guard without needle sticks. Also, the staff was shown 2 training videos regarding the safe handling of the donor care needle guard. These videos were provided to the director/manager for future training purposes.